Event description:
It was reported to philips that after replacing the received therapy board, the charge button still does not work well. There was no patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Customer evaluated device.